Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient no longer received effective stimulation due to auto-reducing and diagnostic testing revealed high impedances on all contacts on the lead. Reprogramming was successful, but the issue returned several weeks later. The lead was explanted and replaced which resolved the patient's issue.